Manufacturer narrative:
The unknown product previously reported was returned and identified as 530.705 with serial number (B)(4), which was the hand piece device involved in the complaint. Therefore, the product code, brand name, type of device, common device name, and device manufacture date were updated to reflect this information. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from the (B)(6) that during an unspecified surgical procedure it was observed that the attachment device and the reaming device became fused and both devices were unable to be used. It was reported that there was a delay due to the event. The length of delay was unknown. It was not reported if there was a spare device available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Subsequent follow-up with the customer, additional information was received. Customer confirmed that no additional intervention was necessary as there was no adverse event. The reporter stated that the attachment was just changed and no problem occurred. The surgery time was not extended. Customer clarified that "fused during use" means that the metal on the attachment and the reamer had become stuck together. The patient was not impacted by the product failure as the event occurred after the product use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.